Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex, mhlas & bellatek® abutment tsv 5.7mm, tsvldat5 were not returned. Since product has not been returned, visual inspection or camera magnification could not be performed. The investigation will be performed based on the available information of the item and lot number DHR. As the reported complaint is directed to the loosening of the screw, this evaluation will be of the screw. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2019020389). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was conducted for the subject lot number. There were no similar complaints for this lot number. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (mhlas). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable without return of the screw. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Additional information received from the device investigation confirmed that mhlas abutment screw will need to file separate from the bellatek abutment (tsvldat4). Upon reassessment of the reported event, it was determined that this report was previously filed under the incorrect device (tsvldat4) and therefore, incorrect manufacturing site, MFR number (0001038806-2020-01697) on 30 oct 2020. As a result, the event has been reassessed and is being filed under the correct MFR number. Investigation results will be submitted for the mhlas abutment screw once the investigation is completed. Device not returned.

Event description:
It was reported that an abutment screw (mhlas) from the bellatek abutment (tsvldat4) became loose continually in the patient's mouth. Attempted abutment placement into a different implant and there was no friction fit engaging. No injury to the patient noted. Patient will return for a new prosthesis. Tooth #19.